Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was hospitalized with diabetic ketoacidosis. The blood glucose reading was not given but customer's mother stated that the machine just said that it was high. She did not know if the customer was wearing the insulin pump at the time of the hospitalization but stated that she treated with manual injection. Nothing further was reported.